Event description:
It was reported, after implanted the last two screws, a radio-opaque foreign body was noticed inside the bone. It was further reported that there were no technical difficulty during the surgery on the (B) (6) child's elbow. It was further reported that after 4-6 months, the patient will undergo an ablation procedure and at this time, the screw will be investigated. It was also claimed that drills have been used and the visual contact has been kept before and after the implantation.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.